Event description:
It was reported that the customer's insulin pump had a button error alarm, and the buttons were not pressed for more thant three minutes. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of the motor encoder signal being out of phase. Also the device had an intermittent button response due to moisture damage on the keypad traces and broken reservoir tube lip. Unable to confirm the button error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.